Manufacturer narrative:
The actual device was returned for evaluation. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pretesting, it was observed that the battery reciprocator device heated up unusually. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction data: the date returned to manufacturer was documented as nov 15, 2017 on the initial report. It has been updated to nov 28, 2017. Additional information: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device saw head got hot, the brushing for saw housing and gear with piston was corroded, the motor was loud and made an unusual noise. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning. If additional information should become available, a supplemental medwatch will be submitted accordingly.